Manufacturer narrative:
The device was not returned to the manufacturer for eval, but was reported to be held by the user facility. A supplemental report will be sent if the device is received.

Event description:
It was reported that during a thyroidectomy case blue chips were flaking off the jaws and into the pt. The device was reported to be held by the user facility. Additional info received upon inquiry reported that when the device was initially used, it was noticed that there was a blue substance being left on the treated areas after use. After the second time, another device was used. There was no pt injury. Additional info was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.